Manufacturer narrative:
The biomedical engineer (bme) reported the bedside monitor (bsm) sp02 is inaccurate while monitoring patient. The biomedical engineer stated that they tested the bsm with his simulator on it and it was simulating 98 but the bedside would show 94. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported the bedside monitor (bsm) sp02 is inaccurate while monitoring patient. The biomedical engineer stated they tested the bsm with their simulator on it and it was simulating 98 but the bedside would show 94. No patient harm was reported.